Manufacturer narrative:
Ceftriaxone is not known to interfere with the test. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter questioned low glucose results for 1 patient tested on the accu-chek inform ii meter. The result from the meter at 6:16 a.m. Was 74 mg/dl. A sample was drawn for the lab at 6:55 a.m. And the result was 85 mg/dl. The initial reporter, a pharmacist, thought the glucose result from the meter should have been higher, even though it correlated well with the laboratory result. The reporter is questioning if ceftriaxone would interfere with the results from the inform ii meter even though the lab results were comparable. No other patient information was provided by the reporter.